Event description:
It was reported that the svo2 could not be measured.

Manufacturer narrative:
Evaluation summary: optical module, model om-2e, (B) (4) was reported by customer as having the svo2 drifting. An edwards electronic technician evaluated the optical module and found that the error code was om2 failed svo2 incorrect, drift. The service history record was reviewed and all manufacturing requirements were met